Event description:
Patient's nurse reported the time on the pump was not programmed correctly resulting in hypoglycemia and loss of consciousness. On (B)(6) 2016 the patient's grandparents found her unconscious and called paramedics. Her blood glucose measured 25 mg/dl on the emt meter and she was treated with a glucose IV. The patient refused to be transported to the hospital. On (B)(6) 2016 the patient's grandparents again found her unconscious and called paramedics. Her blood glucose measured 25 mg/dl on the emt meter. She was treated with a glucose IV and was transported to the hospital. While in transport her blood glucose increased to 280 mg/dl. Upon arrival at the hospital the patient's blood glucose measured 81 mg/dl on the hospital meter and she was treated with a glucose IV. The patient was released from the hospital after a "couple" of hours when her blood glucose returned to normal. The alleged pump is being replaced and returned for evaluation.

Manufacturer narrative:
The customer did not follow the meter prompts to verify the time and date on the pump after the pump was restarted. This resulted in the time not being set correctly and subsequently led to basal insulin delivery being delivered at the wrong time.